Manufacturer narrative:
Lot number: this is a summary report for lot numbers 17n029 and 18f019. For 2 of the 3 reported events, the device was received for evaluation. The returned devices were labeled for single use. A visual inspection on the returned units showed no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed, and the flow rate of the devices was found to be within specification. The reported condition was not verified. For the third device, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported underinfusion could not be verified through evaluation of the returned photograph. A batch review was conducted for both reported lot numbers and there were no deviations found related to this reported condition during the manufacture of either lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 3 </noe> malfunction events. It was reported that three small volume folfusors underinfused. All three events involved a patient with no patient consequences. No additional information is available.